Manufacturer narrative:
Investigation is not complete. Although several attempts were made, the user facility advises they will not send a medwatch report to us. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00198.

Event description:
Allegedly head was replaced during a revision surgery.